Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing had broke at the drip chamber during a maintenance infusion. No harm to patient reported by customer.